Event description:
It was reported that the packing of the minicap was delaminated. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 5 of 7.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was unknown, a product analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.